Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections involving (B)(4). As a result, the reported event could not be confirmed; however, the recorded premature power switching events were most likely perceived by the patient as the reported power consumption issue. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Battery/ (B)(4)/ model #1650de / exp. Date: 2018-03-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-03-31, labeled for single use: no, (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-03-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-03-31, labeled for single use: no, (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-03-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-03-31, labeled for single use: no, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries had a shorter duration than expected. The batteries remain in use. No patient complications have been reported as a result of this event.